Manufacturer narrative:
The insulin pump was received with cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump had intermittent button response noted during testing due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 237 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer stated that the insulin pump had cracks. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.